Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing on the right atrial (ra) lead, which resulted in inappropriate atrial tachy response (atr) episodes. The patient's ra lead was a non-boston scientific product. The ra lead was oversensing the respiratory rate trend (rrt) signal. It was noted the pacing impedances had intermittently increased from around 400 ohms to 1800 ohms. Boston scientific technical services (ts) recommended programming off the rrt. This crt-d system remains in service. No adverse patient effects were reported.